Manufacturer narrative:
The customer declined ge service. No repair information available. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per china aer database: issue summary: it was reported that there was an air leak greater than 4.5l during operation that caused the anesthesia unit to not work properly. There was no report of patient injury or harm.